Event description:
A cartridge change error was reported with the pump. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. Customer technical support instructed the caller to check and clean various components of the pump, including the o-ring and pneumatic tap area, and assisted with reassembling and loading the cartridge successfully, allowing the customer to resume insulin delivery.